Manufacturer narrative:
It was reported to abbott, a patient underwent rf ablation and had not put the device in surgery mode. Interrogation of the system isolated the no communication issue to the ipg. One of the ports had a yellowish-brown tint, which indicated generator was fried. The ipg was replaced, and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated procedure. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.